Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally customers blood glucose level displayed "high" with trace ketones and customer resolved elevated glucose level via bolus from pump. Customer reverted to alternate method of insulin therapy.